Event description:
It was reported that the patient had a pocket infection and suspected endocarditis. The device and right ventricular lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis. Concomitant product: 693565 implantable tachy lead (B)(6) 2013. (B)(4).